Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2005 patient underwent following procedure: lumbar lam decompression extensively l1-l2. Posterior lumbar interbody fusion l1-l2 with tangent graft, rhbmp-2 and autograft. Posterolateral fusion t10 to l3. Legacy 6.5 fixation. Preoperative diagnosis: non-union l1-l2, status post fracture and thoracolumbar fusion with progressive kyphosis. Perop notes: the non-union was taken down completely from tips of the transverse processes through the midline and interbody fusion technique was used with the tlif procedure. Marked epidural scarring was noted and subarachnoid was noted both on the left and the right side which did occasionally leak spinal fluid. Because no formal tear was noted this was not repaired. This was thought to be very thin dura and not repairable dura. This allowed us to compress the graft at the completion of the procedure. An 8 mm tangent, rhbmp-2 and autograft were placed in the intradiscal space after good end plate preparation. We then performed fixation bolts from t10 to l3 completely and bilaterally. These were placed in without complication. The ap and lateral fluoroscopic views were excellent.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion procedure using rhbmp-2/acs. Patient's post-operative period was marked by chronic pain. As a result, patient has required extensive medical treatment. Patient continues to have disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.